Event description:
The patient reported that they felt their device vibrating on a regular basis over the course of a month. Vibrations would last for 10-15 minutes and woke the patient up one evening. The patient further stated that they had one of the "bad" leads. The device and lead remain in use. No patient complications were reported as a result of this event.

Event description:
The patient reported that they felt their device vibrating on a regular basis over the course of a month. Vibrations would last for 10-15 minutes and woke the patient up one evening. The patient further stated that they had one of the "bad" leads. The device and lead remain in use. No patient complications were reported as a result of this event. The patient reported again that the device was intermittently vibrating in his chest maybe 10 times a day and lasting about 5 seconds. Device check was fine. Patient also mentioned to have blacked out 3 times last year.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device (model 6949) is part of the advisory for this model.